Event description:
The pt was being turned in the bed to remove her from the bed pan. She had a shiley trach tube in place. It became dislodged and the pt developed subcutaneous emphysema systematically and developed a pneumothorax requiring a chest tube and replacement of trach. She was to be transferred to a long term ventilatory support facility. Her tansfer was cancelled. She was and remains in intensive care unit. 7/29 has improved after intervention.